Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor displaying odd text and graphics, was not confirmed when the unit was checked by technical service. The system monitor operated properly when checked. The software was upgraded (from ver 7.27 to ver 7.32). The system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor was built in nov 2016. The packaged system monitor was placed into inventory on dec 16, 2016. The unit was shipped to the customer on mar 1, 2017. No previous services. Per the DHR, the software on the unit was ver 7.27. Setup and use of the system monitor with the heartmate power module are documented in the heartmate 3 lvas instructions for use (rev f p.4-5) and the heartmate power module IFU (rev b p.18 - setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the 2 system monitors had an issue when connected to the power module.